Event description:
Customer reported the system is displaying data and collimator errors. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and erased the flash and reloaded calibration files. System operates as intended. (B) (4)